Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) unit shutdown. Customer noticed right away and restarted the unit to resume driving. The unit was swapped out with another. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9 (return to manufacture date), g3, g6, h2, h6 (component codes), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. During the evaluation, the fse found a high possibility of an internal communication error. To ensure safety, the fse replaced the d670-00-1182-pcba video generator board. The operation was checked based on the periodic inspection record sheet and confirmed to be in good condition and working. The failure analysis and testing department received part number 0670-00-1182_f video generator serial number 22 00325 33_spv with a reported unit failure of shutdown during use. A visual inspection of the part found it to be in good condition. The department installed part number 0670-00-1182_f video generator serial number 22 00325 33_spv in the cardiosave test fixture serial number ch339449g1 and tested it to factory specifications per procedure 0002-07-d016 rev e and cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department ran the test for more than three hours but could not replicate the reported failure. The part was sent to the supplier for further analysis per procedure 0002-00-d008 rev ar. The following was submitted by the technician of the maquet failure analysis and testing department (fat) wayne, nj: failure analysis was received from the supplier for the board. Please see the attachment. They stated: ict c103 wrong value. Fct touchscreen fail test u41. The suspected defective component is u41. The probable root cause for this part is impossible to define. The part is being retained in the failure analysis and testing department per procedure number 0002-07-d008 rev as. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d1, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. Additional info: e1 (initial reporter: (B)(6).) A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found there was a high possibility of an "internal communication error". Therefore, only the fse had replaced the "d670-00-1182"- pcba, video generator board for just to be safe. Actually, the operating time: 492 hours, pump cycle count: 1,801,363 cycles, sd cycle: 933,794 cycles. While the sd next replacement period february 2027 whose next replacement has 6,000,000 cycles and the td next replacement period is february 2027 whose next replacement has 12,000,000 cycles and the 9vbb next replacement is on february 2024. The bt next replacement period is february 2026 while the pm time exchange time 5000 hours. The used measuring equipment: hs-010, hs-023, hs-025 whose operations were confirmed to be good. After each work, we checked the operation based on the periodic inspection record sheet and confirmed that it was currently in good working order.

Event description:
N/a.